Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the jaws of the medium-large clip applier instrument had non-intuitive motion. The customer used a backup instrument of the same kind to continue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. The clip test was performed and passed without any issues. The instrument was fully functional. There was no problem detected. A review of the device logs for the medium-large clip applier (part# 470327-12 / lot # n11200204-0002) associated with this event has been performed. Per the logs, the medium-large clip applier was last used on (B)(6) 2021 via system serial# (B)(4). There were 30 uses remaining after this last usage. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion, moved in an unintended way. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.